Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of in the 600 mg/dl range and a high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the ICU (B)(6) 2026 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.